Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. There was no moisture damage found inside the pump. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 46mg/dl. The customer states they had already treated the low. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.